Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined.

Manufacturer narrative:
The occupation is lay user/patient.

Event description:
The patient stated that he received erroneous results when testing with coaguchek xs meter serial number (B)(4). He stated that a blue oval piece on his meter was loose and that the time setting was a little off. This medwatch will apply to test strip lot number 27216421. Please refer to the medwatch with patient identifier (B)(6) for information related to test strip lot number 29415123. At 1:52 p.m., the patient tested a sample on the meter using test strip lot number 29415123 and the result was 7.5 inr. At 3:00 p.m., the patient tested a sample on the meter using test strip lot number 27216421 and the result was 4.3 inr. No adverse events were alleged to have occurred with the patient. The patient did not seek medical treatment was not harmed or injured based on the meter results. The patient's medication was not changed based on the meter results. The patient's current condition is stable. The patient's therapeutic range is 2.0 - 3.0 inr. The patient's testing frequency is once per week. The patient is not anemic and does not have antiphospholipid antibodies. The patient does not take heparin or direct thrombin inhibitors. The patient used to take plavix, but recently stopped based on doctor's orders. The patient's warfarin/coumadin dose has not been changed. The patient did not take any new medications, had no diet changes, and had no new illnesses. The patient did not have any unusual bleeding or bruising. The patient's product was requested for investigation and replacement product was sent to the patient. Retention test strips (lot 272164) were tested in comparison to the master lot. The corresponding retention material in inr ranges < 4.5 complies with the specification, based on requirements of the regular retention testing process of the qc department.